Event description:
Violent reaction to synvisc [adverse drug reaction]. Incapable of holding himself up with that leg [weight bearing difficulty]. Knee was very, very swollen [joint swelling]. Intense pain in knee [arthralgia]. Hard time walking a long time [gait disturbance]. A lot of difficulty going down stairs [mobility decreased]. Quality of life has degraded a lot [quality of life decreased]. Case description: spontaneous report received on (B) (6) 2010 from a male pt, initials (B) (6) (age unk), with a relevant medical history of arthritis in the knees and knee pain. Starting on (B) (6) 2009, the pt received a series of synvisc injections in the right knee, once weekly for 3 weeks. Everything went well with this synvisc series. In (B) (6), the pt had to rely on the left knee. The pt received a series of synvisc injections in the left knee with the last injection received on (B) (6) 2009. Upon this last injection on (B) (6) 2009, the pt returned home and had planned a day of rest the next day to rest the leg. At the start of the evening. The pt experienced pain in the knee, for which advil was taken prior to bed. Around 11pm, the intense pain prevented the pt from sleeping and the knee was very, very swollen. The pt was taken to the hospital right away. When asked to evaluate the intensity of the pain on a scale from 1 to 10, the pt replied "a big 8". The pain was intolerable regardless of position, but the pt was incapable of holding himself up with that leg and was therefore lying down. The pt was administered morphine, which just barely attenuated the pain. After being examined by the doctor, the pt was reportedly diagnosed has having had a violent reaction to synvisc. The pt then returned home with anti-inflammatory medication and codeine to calm the pain. The pt also had to take a week off from work to stay in bed. The pt then returned to work with crutches and later a cane. Now, nearly 6 months later, the pt's mobility still has not returned to where it was prior to receiving synvisc. The pt has still been having difficulty going down stairs. Whereas going up stairs has been less difficult, it has still been causing the pt more pain than before. The pt used to ride the stationary bike for a half hour every day to keep the legs moving and to lubricate the knees a little. Now this has been hard to do for 10 minutes and at times, the pt has had to skip a day or 2 before starting up again. The pt has had a hard time walking for a long time, such as going to the supermarket to shop, for which someone has needed to accompany the pt to help. If the pt has been sitting for too long, it has been harder to get up than it was before. The pt has regretted trying synvisc because of the high hopes for improvement of the situation and the pain, if only a little, and that the disappointment would have been less if the state had remained or returned to the state it was before beginning treatment, but that was not the case. To the contrary, the pt's quality of life and mobility have degraded a lot since starting treatment, which has discouraged the pt, no further info was provided. As of the date of receipt of this report, the pt outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship to synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with and product complaint. Genzyme will continue to monitor complaints.